Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "screen went blank" (no display or display failure). A nurse reported during the case the screen went blank. The system was unplugged, turned back on, and the case was completed. A five minute delay was experienced while the system was rebooted. There was no pt harm reported. Additional information was rec'd from the nurse reporting the biomedical department serviced this unit and discovered that the filter was dirty which caused the unit to overheat.

Manufacturer narrative:
The facility did not request service. The reported system was serviced by the facility's biomedical department. Per the facility, the system's filter was found to be dirty causing the unit to overheat. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).